Event description:
Rn went to draw a lab from patient's r femoral central line and noticed bed linen covered in blood. Patient was on a heparin drip at the time. This rn noticed that the IV tubing was completely broken close to the connecting port of the femoral line, hence the blood on the linen. Patient remained stable without any changes to vitals, doctor and cm was notified. IV tubing was saved for investigation. No harm to patient.